Event description:
Clinic notes were received, which report an increase in seizures at a clinic visit (B)(6), 2013. The notes state that the patient preferred banzel over zonisamide, but was still having seizures. The medication was increased. The notes further stated, the patient requires a vns battery replacement due to "battery life". The vns device will be replaced prophylactically. The physician has declined to provide further information.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been received for analysis to date.